Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular pacing impedances had been gradually increasing over the past year from approximately 1500 ohms to the current measurement of >3000 ohms. It was further reported that the r-waves ranged from 5 mv to approximately 7 mv, 833 non-sustained tachycardia episodes at 350ms, and average v-v cycle lengths. Right ventricular pacing threshold is 5v at 1.2ms. Technical services suggested that a lead revision / replacement may be indicated. The lead remains implanted. No patient complications were reported as a result of this event.